Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was not happy with the malleable device. The malleable was removed and an inflatable device was implanted.

Manufacturer narrative:
The follow-up was created to the conclusion of the investigation and update the codes. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of patient preference, quality accepts the physician's observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Per additional information received: the patient had an inflatable device, so the inflatable was removed and replaced with a malleable. The patient wanted the inflatable system back as opposed to the malleable, so another inflatable device was implanted.